Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approx. 6.5 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. These findings can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that this rv lead was revised because of oversensing. No further information is currently available. No deterioration of the patient&#62688;state of health was reported.